Event description:
It was reportedly not possible to fully insert the non-sorin atrial lead into the connector during implantation procedure. It was observed that the atrial lead showed regular electrical parameters when connected and screwed into the left ventricular connector. Furthermore, the non-sorin lv lead could be connected and screwed without problems in the atrial connector. Correct tests were performed in this configuration.

Manufacturer narrative:
It was reported that the atrial lead could not be fully inserted through the connector but was kept implanted. The atrial lead impedance was reportedly measured saturated at 3000 ohms after implantation. Preliminary analysis results confirmed that the concerned device was manufactured and released according to all applicable standard operating procedures. Review of device manufacturing records did not reveal any anomaly.

Event description:
It was reportedly not possible to fully insert the non-sorin atrial lead into the connector during implantation procedure. It was observed that the atrial lead showed regular electrical parameters when connected and screwed into the left ventricular connector. Furthermore, the non-sorin lv lead could be connected and screwed without problems in the atrial connector. Correct tests were performed in this configuration.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reportedly not possible to fully insert the non-sorin atrial lead into the connector during implantation procedure. It was observed that the atrial lead showed regular electrical parameters when connected and screwed into the left ventricular connector. Furthermore, the non-sorin lv lead could be connected and screwed without problems in the atrial connector. Correct tests were performed in this configuration.